Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for review. The image displays the under expanded frame of the first deployment mentioned. There also appears to be evidence of infolding. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. As reported, there was severe calcification which may have caused the valve to be under-expanded. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this 34 mm pro+ transcatheter bioprosthetic valve, the valve was deployed to a good implant depth, however was under-expanded. Of note, there was severe calcification which may have caused the valve to be under-expanded. The valve was recaptured and a pre-implant dilation was performed using a 23 mm true balloon. The valve was replaced. During the load of the replacement valve, the cine and fluoroscopic loading check showed a misload had occurred. An overlap to the 5-6 node was identified. The valve loader had just received crimp training the day prior. The valve was discarded. A 34 mm evolutr valve was ultimately used. No adverse patient effects were reported.